Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between september 7-11, 2023. H11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. The expected therapy time was 46 hours. However, the infusion was completed over about 24 hours. The device contained 5-fluorouracil in 115ml of sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.